Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient, who felt dizzy when moving her head and neck, was admitted to hospital on (B)(6) 2017 after syncope. Ventricular pacing pauses were observed when using a holter. Upon device interrogation, episodes showed 125 ms noise sensing. Minute ventilation sensor was deactivated. The patient went back to hospital on (B)(6) 2017 due to loss of consciousness. New episodes recorded in device memory showed noise sensing, with a different pattern. This noise could be reproduced when moving the bed and thus the patient¿s neck, and when moving the can. The whole system was explanted on (B)(6) 2017. Reportedly, when the physician loosened the screw, it went out of the pacemaker and could not be reinserted because the silicon cap was detached. The pacemaker should be returned for analysis. Preliminary analysis showed that a lead issue or a lead-pacemaker connection issue at ventricular level is suspected.

Event description:
Reportedly, the patient, who felt dizzy when moving her head and neck, was admitted to hospital on (B)(6) 2017 after syncope. Ventricular pacing pauses were observed when using a holter. Upon device interrogation, episodes showed 125 ms noise sensing. Minute ventilation sensor was deactivated. The patient went back to hospital on (B)(6) 2017 due to loss of consciousness. New episodes recorded in device memory showed noise sensing, with a different pattern. This noise could be reproduced when moving the bed and thus the patient¿s neck, and when moving the can. The whole system was explanted on (B)(6) 2017. Reportedly, when the physician loosened the screw, it went out of the pacemaker and could not be reinserted because the silicon cap was detached. The pacemaker should be returned for analysis. Preliminary analysis showed that a lead issue or a lead-pacemaker connection issue at ventricular level is suspected.

Manufacturer narrative:
(B)(4).